Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had insulin flow block alarm. The customer blood glucose level was 460 mg/dl and customer treated with a manual injection. The customer was assist with troubleshooting. Customer was performed 5.0 unit fill cannula and customer states the insulin exited. Customer states the cannula was bent. Customer states they reconnect tubing at quick release and prime a 5 unit fill cannula and customer states the insulin exited. The insulin pump will not be returned for analysis.